Event description:
After placing the heater/humidfier onto the "pause" mode, (this is done before placing treatments in-line with the ventilator circuit). The heater continued to heat the inspiratory limb wire until tehventilator circuit melted, causing a significant air-leak in the ventilator circuit. This caused a low pressure alarm situation and the infant was not being ventilated properly. While assessing low pressure alarm, there was a flash, spark,and smoke which was emitted from the wire w hich arises from the humidifier chamber, causing the wire to melt and break apart. This flash occurred only a short distance from the pantleg of a therapist at the bedside, however, the ventilator circuit was not connected to the infant. ( the infant was being manually ventialted via ambu bag)device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, mechanical tests performed, visual examination. Results of evaluation: none or unknown, none or unknown, mated with incompatible equipment, heater. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.